Manufacturer narrative:
Other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Health impact, and evaluation codes and h10: updated. One device was received. The device was scrapped without full investigation into the failure mode. However, based on the reported problem the most probable cause was either a cracked tank cover or a cracked reservoir from impact or in some cases a worn interlock block o-rings or tank cover gasket. A device history record (DHR) review was not performed as the device was beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation. Device was scrapped and no service history review was performed., corrected data: h6. Clinical signs and symptoms or conditions, corrected.

Event description:
The customer previously reported that additional information and patient involvement was unknown.

Manufacturer narrative:
UDI and operator of device are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was leaking. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.